Event description:
The patient had cardiac surgery on 2 dates; in 2005 and one month later. The patient subsequently developed pericarditis for unknown reasons. Upon review from the recent FDA warnings related to shelhigh pericardial patches, it was found that the patient received a shelhigh pericardial patch during both surgeries.